Event description:
It was reported to philips that the system's c-arm was unable to be raised or lowered, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device 722280 is not sold in the USA. However, a similar device 722222 is marketed in the USA under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during pre-check. The procedure was performed in another room. It was reported to philips that system geometry was unable to raise or lower. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the table height joystick did not work. The fse performed button signal test and found it had no signal feedback. To resolve the issue, the fse replaced control module. The defective part was sent for analysis for control module malfunction was observed and the failure was found to be loose float button and is no longer attached. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Correction data: catalog item identifier (6nc) and model number philips has investigated this complaint. According to the additional information collected, the issue occurred during pre-check. The procedure was performed in another room. It was reported to philips that system geometry was unable to raise or lower. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the table height joystick did not work. The fse performed button signal test and found it had no signal feedback. To resolve the issue, the fse replaced control module. The defective part was sent for analysis for control module malfunction was observed and the failure was found to be loose float button and is no longer attached. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.